Event description:
It was reported that at a routine pacemaker check, the device could not be telemetered and did not respond to a magnet. The patient had an intrinsic pulse exceeding 60 beats per minute and was not symptomatic. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned due to telemtry problems, magnet test issues and no output. The high current condition found during lab testing was confirmed. The root cause was due to high leakage current internal to the capacitor c10.